Event description:
It was reported that when the case was finished, a 1 mm piece of the fiber was noted to be missing. The piece was pulled out of patient¿s bladder. The patient was in good condition.